Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had display anomaly. Customer stated that the insulin pump's screen turned white. Customer was assisted with troubleshooting. Customer's blood glucose was 116mg/dl at the time of incident. Customer reported that the insulin pump display turned solid white. Customer stated that insulin pump was used by doctor to get information but when they got it back the display anomaly happened. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.